Event description:
Boston scientific received information that shortly post implant after securing the leads, it was noted that this left ventricular lead had moved or micro-dislodged. Due to the shape of the lead it was suspected that this type of lead may spring out of place easily. The lead remains implanted. No adverse patient effects reported.

Manufacturer narrative:
The left ventricular lead remains implanted. Should additional information become available, this event will be updated and an amended report will be submitted.